Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain --during passage through tissue. 2. What is the procedure name? --gynecological uterine fibroid surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a uterine suture procedure on (B)(6) 2026 and barbed suture was used. The suture as broken when the surgeon attempted to sew the tissue. Total 3 products occurred suture breakage issue. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.